Event description:
A continuous positive airway pressure (CPAP) device was returned to a third party service center for service. There was no report of patient harm or injury. During evaluation at a third party service center, the sound abatement foam was found to be degradation. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.